Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip: organ perforation -updated sfc." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a CT scan performed on (B)(6) 2014, " redemonstration of inferior vena cava filter with a couple of the legs of the inferior vena cava filter through the wall of the ivc and into the wall of the duodenum, not significantly changed. "

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein after being diagnosed with venous thromboembolism (vt) and pulmonary embolism (pe). Organ perforation and perforation strut are alleged. Patient is deceased. Ivc filter implant procedure. Date not provided - during hospital admission (B)(6) 2011 to (B)(6) 2011. "Access was gained into the left common femoral vein. The gunther-tulip was deployed in the infrarenal ivc under fluoroscopic guidance. The final image demonstrated a severely tilted ivc filter. It was also observed that 2 of the limbs of the filter were overlapping and not deployed adequately. Contrast was given through the delivery catheter which demonstrated the ivc filter tip to be projecting into the right renal vein. At this point access was gained into the right internal jugular vein. Attempt retrieval of the ivc filter. A 0.035 inch glidewire was looped around the filter and used as a loop snare. However the legs of the filter could not be dislodged. This was not successful, therefore, groin access was reestablished within the left common femoral vein. An additional amplatz gooseneck snare was exchanged of the wire within the left groin and was used to snare two of the distal legs of the ivc filter. Successful manipulation of the ivc filter resulted in the correction of the filter position. A post ivc-o-gram was obtained which demonstrated the filter in appropriate position. No immediate complications were encountered." Impression: "the ivc is patent without evidence for thrombus. Successful placement of a gunther-tulip filter in the infrarenal ivc." (B)(6) 2012- CT abdomen/pelvis no contrast. "Spokes from the ivc filter appear to transgress the inferior vena cava wall and a duodenal wall at the junction of the second and third portions of the duodenum." Death certificate received. Date of death (B)(6) 2018. Death due to (or as a consequence of): chronic obstructive pulmonary disease and complications thereof.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided